Manufacturer narrative:
(B)(4). This product is not expected to be returned. If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular lead was explanted and replaced due to other/non-product experience. Additional information was received indicating that this lead dislodged. This issue was discovered as lead had failure to capture and it was confirmed with x-ray imaging. This lead is not expected to be returned as hospital kept it. No additional adverse patient effects were reported.